Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a problem with the coupler; this part was replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, the connected optic no longer stayed in place and the locking mechanism no longer worked properly. The issue occurred during the procedure, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty coupler. Olympus will continue to monitor field performance for this device.